Event description:
Caller alleging receiving discrepant high inratio value. (B)(6) 2013 inratio 2.2 dr. Poc 1.2. Time between testing 2 hours. Patient's therapeutic range 2-3.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). This issue will be subject to tracking and trending. Corrective action not required at this time. Data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 308056. Discrepant results (accuracy) comparison of inratio test with poc meter results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 2.2, reference = 1.2, mean = 1.7, confidence limits = 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot number 308056 on (B)(4) 2013. Results as follows: (B)(4). No further investigation was required.